Event description:
Boston scientific crm received information that the transvenous right ventricular (rv) lead and this associated implantable cardioverter defibrillator (ICD) had been removed from service as a result of the patient's twiddler's syndrome. Elevated threshold had occurred, removing all redundancy with the lead. There was no report of adverse patient symptom as a result of this issue.

Manufacturer narrative:
To date, information suggests that the rv lead and this associated ICD have been removed from service. If new information becomes available, this report will be further evaluated and updated.